Event description:
It was reported that the lead 'did not perform.' The lead status is unknown, and follow up was attempted for additional information, but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.